Event description:
It was reported that approximately 19 months after direct xience v stent implantation in the restenosed proximal right coronary artery (rca), the patient experienced unstable angina. An angiogram was performed revealing a 30-40% restenosis in the proximal rca. No treatment was provided. Of note, the patient also was found to have a new lesion in the proximal left anterior descending (lad) artery extending into the 1st diagonal artery. The patient did undergo balloon angioplasty of this lesion, and an unknown stent was placed in the proximal lad. Symptoms resolved following the intervention, and the patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Reportedly, the stenting procedure was performed in a restenosed stent. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm and that safety and effectiveness of the xience v stent have not been established for in-stent restenosis. Additionally, it was reported that no pre-dilatation was performed. The IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the reported IFU deviations do not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.